Manufacturer narrative:
The subject pedicle screw was received for evaluation. Inspection of the device confirmed damage in a manner consistent with the reported event. A review of the device history record found no non-conformances. Based on the results of our evaluation, an exact root cause cannot be determined.

Event description:
Approximately twenty months after the initial surgery during a planned revision of the existing pedicle screw construct due to a reported non-union, a broken screw was identified at the l5 vertebral level.